Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test. This was due to the touchscreen being out of calibration. This device has been identified as part a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device touchscreen was out of calibration. No specific details were provided. There were no reports of any adverse patient events or delay in critical therapies while the device was in clinical use. No additional info was provided.